Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This initial spontaneous report originating from the united states was received from a registered nurse, referring to a female patient of unknown age. This report concerns 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. On (B)(6) 2022, the provider used a vacuum-induced hemorrhage control system (jada system) (lot number and serial number were not provided) for postpartum hemorrhage (reported as bleeding). On (B)(6) 2022, the nurse in the operating room, inquired if having continued "oozing of 10 cubic centimeter (cc) of blood per minute" after 20 minutes of vacuum-induced hemorrhage control system (jada system) use was normal (device ineffective). Nurse informed that the vacuum-induced hemorrhage control system (jada system) had been discontinued and patient was receiving a transfusion. Per nurse if the bleeding continues the patient would receive a dilation and curettage or possible hysterectomy. Limited amount of information as the nurse was unable to stay on the phone. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the event device ineffective was considered as serious due to hospitalization and due to required intervention. (Devices) medical device reporting criteria: serious injury. (B)(4).